Event description:
Boston scientific received information that the associated device eroded. The decision was made to explant and replace with a new system on the right side of the patient. The device and right atrial (ra) lead were successfully removed. The right ventricular (rv) lead, however, could not be explanted. The tip of the rv lead got stuck in the subclavian vein. When the rv lead was pulled, the insulation was damaged, and the exposed coil fractured and perforated the vein. Several attempts were made to remove the tip of the rv lead, but were unsuccessful. An x-ray was performed, which revealed the subclavian vein had stenosis. A portion of the lead tip was left in the subclavian vein. A new system was implanted successfully on the right side of the patient. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.